Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. There was no indication of a device malfunction.

Event description:
Patient was admitted to the hospital because of wound dehiscence and discharge from his pacemaker site following a lead revision and generator change. Patient was admitted on (B)(6) 2012 and discharged on (B)(6) 2012. The patient was to receive IV vancomycin, will hold his coumadin, and will be given arixtra once a day as an outpatient until it can be determined if the patient will need pacemaker generator removal. Additional information was provided informing us this system was removed on (B)(6) 2012. All available information suggests this patient did not receive a new system at that time.

Manufacturer narrative:
Wound dehiscence was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additional an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.